Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The device sensing vector was programmed to the secondary vector at the time of the shocks. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.